Event description:
Returned device analysis found one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. The physician was contacted and stated he was aware; the device was removed and nothing was left behind.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 5fr sheath, after an endovascular interventional procedure. Reportedly, when deploying the needles resistance was felt, excessive force was used to complete this step. When the plunger was removed, it was noticed that the posterior needle was bent back toward the foot plate and no sutures were attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: improper or incorrect procedure or method, per instructions for use: under precautions - do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was returned for evaluation. The reported difficulty deploying the plunger, bent needle and cuff miss/suture retrieval issue was confirmed. Additionally, one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.